Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon stated he was revising an accolade tmz stem. When he removed the metal head he felt there was an amount of corrosion on the taper. He revised the poly liner and felt there was significant oxidation. There appeared to be yellowing of the liner.

Manufacturer narrative:
An event regarding revision due to corrosion involving a metal head was reported. The event was confirmed following a material analysis of the returned device. Method & results: -device evaluation and results: material analysis has been performed. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis." "Debris was observed taper of the head. Eds showed the debris was consistent with material transfer from a hip stem, a corrosion product and biological material. No material or manufacturing defects were observed on the surfaces examined" -medical records received and evaluation: no medical records were received for review by a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis report concluded: "debris was observed taper of the head. Eds showed the debris was consistent with material transfer from a hip stem, a corrosion product and biological material. No material or manufacturing defects were observed on the surfaces examined". The exact cause of the event could not be determined because insufficient information was received. Further information such as pre- and post operative x-rays, primary operative reports, medical records and patient history are needed to complete the investigation for determining root cause. The subject device has been identified to be within scope of ra2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The reported event is considered to be within scope of the recall. No further investigation is required. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the surgeon stated he was revising an accolade tmz stem. When he removed the metal head he felt there was an amount of corrosion on the taper. He revised the poly liner and felt there was significant oxidation. There appeared to be yellowing of the liner.